Manufacturer narrative:
A ge representative evaluated the system and reseated the cpu. The system operates as intended.

Event description:
The customer reported the systems software was not initializing, which would result in a no boot. There is no report of patient injury or death.